Manufacturer narrative:
(B)(4). Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was not determined. The main batteries have been replaced. Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Event description:
Baxter field service technician serviced a colleague infusion pump onsite for a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.63.92, categorized as remediated.